Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09014. It was reported that the burr was stuck on the wire. The target lesion was located in the severely calcified mid right coronary artery (rca). A rotablator burr and a 330cm rotawire were selected to treat the target lesion. During procedure, it was noted that the rotaburr got stuck with the rotaburr and the physician could not perform the ablation. Both devices were removed from the patient. No patient complications were reported and the patient's status was good.